Event description:
During testing at zoll medical's technical service dept the device's pacer output tested at 22.1ma on the 20ma pace test, which is out of specification. There was no pt involvement in the reported malfunction.